Manufacturer narrative:
(B)(4). Device not returned.

Event description:
New information received indicated that myopotential oversensing was still being seen. At previous follow-up, noise was reproduced by coughing. Programming change was recommended to address the oversensing.

Event description:
New information received indicates that programming changes were made. The patient was stable.

Event description:
It was reported that episodes of non-sustained rv oversensing due to suspected myopotential oversensing were observed. Further evaluation and programming changes were recommended.